Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he is receiving continual low reservoir alarms. Assisted the customer in rewinding his insulin pump. The customer's blood glucose level was 158 mg/dl. The customer refused to conduct troubleshooting for his high blood glucose level. No further information was reported.

Manufacturer narrative:
The low reservoir alarm functioned properly. No low reservoir alarm anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.